Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and the damage pattern, it is likely that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hysteroscope ceramic tip is damaged, some part fell out of the patient's body. The issue occurred during preparation for use for a diagnostic hysteroscopy procedure. The facility finished the procedure with the same device. The patient was not under anesthesia. There were no reports of patient harm, delay or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.